Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels between 250-300 (mg/dl). Manual injections were delivered to address bg levels. Reportedly customer had intermittent pump use and was ill during the reported event. Customer has consulted their health care provider to address diabetes management.